Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead became dislodged as it appeared to be hanging in the atrium and exhibited no capture at max output and no sensing. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.